Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential device malfunction and is addressed in the product labeling.

Event description:
Healthcare professional reported that during injection one syringe of juvéderm® ultra xc had a needle disengagement and the product "exploded." Patient contact was made. No injury occurred. Hcp used another syringe from the "same box and it turned out to be fine."